Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy and not a malfunction of the device. Based on the information received the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 21mm aortic pericardial valve was explanted at implant due to possible occlusion or obstruction not related to coronary ostia. The 21mm valve was explanted and replaced with a 19mm aortic pericardial valve. It was reported the patient's tissue was friable so there was concern that the sutures would not hold adequately so graft was used. Through follow up with the healthcare provider it was learned the reason for the procedure was to explant a 21mm non-edwards valve explanted after an implant duration of approximately three (3) years due to severe stenosis, regurgitation, calcification, and pannus. The patient required ECMO. The patient was transferred to the surgical intensive care unit in critical condition. The patient continued to have pulmonary hemorrhage post operatively. Patient subsequently developed acute renal failure felt to be secondary to cardiorenal syndrome. The patient was transitioned from ca ECMO to vv ECMO. On post operative day eight (8) the patient was noted to have severe right ventricular dysfunction. Healthcare reported that after discussion with patient's family the decision was made to transition to comfort care. It was learned the patient expired on post operative day ten (10) due to cardiogenic shock.